Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. The internal battery was replaced as a precaution. No further information is available at this time, therefore resmed is unable to confirm the alleged malfunction. (B)(4).

Event description:
It was reported to resmed that an astral device had an internal battery fault. There was no patient harm or serious injury reported as a result of this incident.